Event description:
Attempted to deploy stent in mid rca, unable to deploy stent back to proximal rca and the stent came off balloon. Then attempted to wire down balloon to deploy stent but unable to. Attempted to place wire over top of stent and coronary dissected. Pt had emergent by-pass surgery. Guide tip, balloon/wire saved and the stent balloon was retained.